Event description:
During a scheduled removal of a ureteral stent, the lower loop broke off and remained inside the pt's bladder. The stent was initially placed five weeks earlier following a stone removal procedure. The stent was being removed with grasping forceps through a storz scope when the break occurred dr injected contrast and removed broken piece under fluoroscopy.